Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose value of around 538 mg/dl due to receiving steroids after minor surgery. Customer inquired on how to add 10 units of insulin to bolus. Customer was advised by physician to seek medical attention if blood glucose does not stabilize. The insulin pump is not expected to be returned for analysis.